Event description:
Synergy china registry. It was reported that unstable angina occurred. In november 2022, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was unknown mm long, with a reference vessel diameter of unknown mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 32 mm and 3.00 mm x 20 mm synergy stents. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Double chamber pacemaker implantation was performed to treat the event. Eight days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and ticagrelor.

Manufacturer narrative:
Initial reporter facility name: (B)(6) university school of medicine.

Manufacturer narrative:
E1: initial reporter facility name: (B)(6). B5: describe event or problem: updated with new information. B6: relevant tests/laboratory data: updated with new information. H6: evaluation method codes: added 'analysis of production records' code. H6: evaluation conclusion codes: added 'known inherent risk of device' code.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2022, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was unknown mm long, with a reference vessel diameter of unknown mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 32 mm and 3.00 mm x 20 mm synergy stents. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Double chamber pacemaker implantation was performed to treat the event. Eight days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and ticagrelor. It was further reported that the target lesion was located in the proximal lad extending up to distal lad with 80% stenosis and was 32 mm long, with a reference vessel diameter of 2.75 mm. The subject was also diagnosed with unstable angina pectoris and was hospitalized on for further evaluation and treatment in (B)(6) 2023. The percutaneous coronary angioplasty was performed to treat the event. Two days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and ticagrelor.

Event description:
Synergy china registry. It was reported that unstable angina occurred. In (B)(6) 2022, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was unknown mm long, with a reference vessel diameter of unknown mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 32 mm and 3.00 mm x 20 mm synergy stents. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Double chamber pacemaker implantation was performed to treat the event. Eight days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and ticagrelor. It was further reported that the subject was also diagnosed with unstable angina pectoris and was hospitalized on for further evaluation and treatment in (B)(6) 2023. The percutaneous coronary angioplasty was performed to treat the event. Two days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and ticagrelor. It was further reported that the target lesion was located in the proximal lad extending up to distal lad with 80% stenosis and was 32 mm long, with a reference vessel diameter of 2.75 mm. It was further reported that percutaneous coronary intervention was performed, and medication were given to treat the event in (B)(6) 2023. It was further reported that in (B)(6) 2023, coronary angiography with a single catheter was performed and medication was given to treat the event. It was further reported that in (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. At the time of event, the subject was on aspirin and ticagrelor. The next day, the subject was referred for coronary angiography which revealed 50% proximal lad stenosis. Revascularization was recommended. Four days later, 50% stenosis noted in proximal lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. Additionally, a heart pacemaker surgery, non-target vessel revascularization was performed, and the event was treated medically. Eight days later, the subject was discharged from hospital.

Manufacturer narrative:
B5: describe event or problem: updated with new information. H6: patient codes (2): restenosis. B5: describe event or problem: updated with new information. H6: impact codes (3): added medication required. E1: initial reporter facility name: (B)(6). B5: describe event or problem: updated with new information. B6: relevant tests/laboratory data: updated with new information. H6: evaluation method codes: added 'analysis of production records' code. H6: evaluation conclusion codes: added 'known inherent risk of device' code.

Manufacturer narrative:
B5: describe event or problem: updated with new information. H6: impact codes (3): added medication required. E1: initial reporter facility name: (B)(6) b5: describe event or problem: updated with new information. B6: relevant tests/laboratory data: updated with new information. H6: evaluation method codes: added 'analysis of production records' code. H6: evaluation conclusion codes: added 'known inherent risk of device' code.

Event description:
Synergy china registry it was reported that unstable angina occurred. In november 2022, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was unknown mm long, with a reference vessel diameter of unknown mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 32 mm and 3.00 mm x 20 mm synergy stents. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In august 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Double chamber pacemaker implantation was performed to treat the event. Eight days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and ticagrelor. It was further reported that the target lesion was located in the proximal lad extending up to distal lad with 80% stenosis and was 32 mm long, with a reference vessel diameter of 2.75 mm. The subject was also diagnosed with unstable angina pectoris and was hospitalized on for further evaluation and treatment in november 2023. The percutaneous coronary angioplasty was performed to treat the event. Two days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and ticagrelor. It was further reported that in november 2023, coronary angiography with a single catheter was performed and medication was given to treat the event.

Manufacturer narrative:
B5: describe event or problem: updated with new information. B5: describe event or problem: updated with new information. H6: patient codes (2): restenosis. B5: describe event or problem: updated with new information. H6: impact codes (3): added medication required. E1: initial reporter facility name: (B)(6). B5: describe event or problem: updated with new information. B6: relevant tests/laboratory data: updated with new information. H6: evaluation method codes: added 'analysis of production records' code. H6: evaluation conclusion codes: added 'known inherent risk of device' code.

Event description:
Synergy (B)(6) registry it was reported that unstable angina occurred. In (B)(6) 2022, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion was located in the proximal left anterior descending artery (lad) extending up to distal lad with 80% stenosis and was unknown mm long, with a reference vessel diameter of unknown mm. The target lesion was treated with pre-dilatation and placement of a 2.75 mm x 32 mm and 3.00 mm x 20 mm synergy stents. Following post-dilatation, the residual stenosis was noted to be 0%. Four days later, the subject was discharged on aspirin and ticagrelor. In (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. Double chamber pacemaker implantation was performed to treat the event. Eight days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and ticagrelor. It was further reported that the subject was also diagnosed with unstable angina pectoris and was hospitalized on for further evaluation and treatment in (B)(6) 2023. The percutaneous coronary angioplasty was performed to treat the event. Two days later, the event was considered to be recovered/resolved and the subject was discharged on aspirin and ticagrelor. It was further reported that the target lesion was located in the proximal lad extending up to distal lad with 80% stenosis and was 32 mm long, with a reference vessel diameter of 2.75 mm. It was further reported that percutaneous coronary intervention was performed, and medication were given to treat the event in (B)(6) 2023. It was further reported that in (B)(6) 2023, coronary angiography with a single catheter was performed and medication was given to treat the event. It was further reported that in (B)(6) 2023, the subject was diagnosed with unstable angina pectoris and was hospitalized on the same day for further evaluation and treatment. At the time of event, the subject was on aspirin and ticagrelor. The next day, the subject was referred for coronary angiography which revealed 50% proximal lad stenosis. Revascularization was recommended. Four days later, 50% stenosis noted in proximal lad which had previously placed study device was treated with percutaneous coronary intervention. Post intervention, residual stenosis was 0%. Additionally, a heart pacemaker surgery, non-target vessel revascularization was performed, and the event was treated medically. Eight days later, the subject was discharged from hospital. It was further reported that in (B)(6) 2022, the target lesion was located in the proximal lad extending up to middle lad with 80% stenosis and was 32 mm long, with a reference vessel diameter of 2.75 mm. Additionally, a 4.0 mm x 20 mm promus premier drug eluting stent was implanted at the target lesion.